Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Reporter phone number: (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that when the surgeon was placing the screw; the tip of the guide wire broke off into the patient's bone. The guide wire fragment was removed during the surgery. No surgical delay or patient harm was reported. This complaint is alleged against the guide wire only. This report is 1 of 1 for (B)(4).